Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that there was non-capture seen on the right ventricular (rv) lead by a clinician, but the interrogation and testing did not reveal any non-capture. The rv defibrillation impedance was low and the pacing impedance had been high, but now had lowered and was stable. The lead remains in use. No patient complications have been reported as a result of this event.